Manufacturer narrative:
(B)(4).

Event description:
While in hospital, one day post implant, patient complained of chest and back pain, mild shortness of breath and hypotension. An echo revealed a moderate pericardial effusion with early evidence for cardiac tamponade. A pericardiocentesis was performed with drainage noted. An echo performed 2 days later revealed resolution of the pericardial effusion and the drain was removed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.